Event description:
It was reported by user facility medwatch report that the brakes failed the pull test. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Reported in user facility medwatch (B)(4). Device evaluated by user facility. F/u will be filed as necessary based on investigation results.